Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net transmission. The asymptomatic patient had presented in clinic earlier that day. Upon interrogation, the right atrial lead exhibited loss of capture and noise. Noise could not be reproduced with isometric testing. The lead was reprogrammed. The patient was in stable condition and would continue to be monitored.